Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Customer's blood glucose level was 33.3 mmol/l at the time of incident. Customer's current blood glucose level was 24.4 mmol/l. Customer reported insulin pump had insulin flow blocked alarm. Customer woke up during night with insulin flow blocked alarm and meter was reading high. Customer did bolus for high blood glucose level. Customer reported nausea, tired and thirst as symptoms of high blood glucose. Customer was assisted with troubleshooting. Customer stated that the cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.